Event description:
The customer reported that his olympus video system center was not producing an image when the scope was plugged in. According to the initial reporter, an e311 error was also present. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The olympus sales representative (rep) was with the customer and called to report the issue to olympus technical assistance center (tac) personnel. During the call the rep reported that they were able to get color bars from the cv-170 initially but had a black screen present when the scope was plugged in and there was no visible light. The lamp would not turn on. The rep went on to note that this was occurring with multiple different scopes. Tac recommended they check the socket for debris or other damage. Tac went on to note if that did not resolve the issue to send in the unit for repair. The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The DHR was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. Based on the results of the legal manufacturer's investigation, a definitive root cause of no image appearing could not be identified. Olympus will continue to monitor field performance for this device.